Event description:
Case performed via rfa. Difficulty was encountered in passing j wire past the elbow, hence a bentsen wire was used. This bentsen wire was a new supply provided from a different manufacturer as our regular provider was out of stock. The bentsen wire was inserted through the r4 catheter and was easily advanced into the subclavian artery. Tried to track r4 catheter over this bentsen wire, catheter did not advance mid arm level. At this point I decided to remove catheter and wire and use alternative groin approach. The catheter came out of the sheath and that's when I found out that the core of the wire was snapped and only the coils were seen coming out of the sheath. I was unable to withdraw wire any further without fear of being cut off inside the body. Dr. (B)(6) from ir was seeked who tried to snare the damaged wire. With a 10 mm snare, he was ale to pull the coiled wire from the subclavian to the brachial artery. There was resistance in going further with this. We then opted to do a brachial cut down to remove the damaged wire. Heart cath was not done. (B)(6).